Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager was used for pre-dilatation; however, during the second inflation, the balloon ruptured at 8 atm. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with blood in the balloon and in the inflation lumen. There was no contrast visible. The balloon was loosely folded. The distal and proximal end of the balloon were wrinkled. There was no other damage noted to the bdc. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid came out of a pinhole on the balloon. The pinhole on the balloon was 4 mm proximal to the distal balloon marker. There were scratches on the balloon around the pinhole. Product performance engineering reviewed the incident information and analysis of the returned product, which is consistent with the reported information that the product was inflated and ruptured inside the patient anatomy. The indeflator used during the procedure was not returned, which may have aided in evaluation of the returned product. A new indeflator was filled with water and was used in an attempt to pressurize the balloon when fluid was noted to be coming out of a pinhole 4 mm proximal to the distal balloon marker, confirming the reported rupture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. Reportedly, the target lesion was mildly tortuous, moderately calcified and 75% stenosed. Analysis of the returned product noted scratches on the balloon around the pinhole. It is likely that the balloon material was damaged (scratched) during interaction with other devices, previously implanted stents and/or lesion calcification, such that the balloon ruptured during the second inflation. Analysis also noted that the balloon was wrinkled at the distal and proximal ends. As this damage was not noted during inspection prior to use, it is likely that the balloon wrinkling is a result of poor refold of the balloon material due to the reported balloon rupture. Interaction with the mildly tortuous, moderately calcified and 75% stenosed target lesion likely further damaged the balloon during removal from the product. This damage does not appear to have contributed to the reported balloon rupture. In this case, it appears that the reported balloon rupture is related to the operational context of the product. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.